Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display image showed minor defects due to a defective lcd. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display just replaced has some defects. There were no consequences or impact to patient reported.